Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that a revision procedure was scheduled when it comes to this right ventricular (rv) lead due to an increase in pacing thresholds and a suspected perforation. No adverse patient effects were reported.